Event description:
It was reported that the customer was in the emergency room due to a high blood glucose reading of 515 mg/dl. The customer was also vomiting. It was stated that the customer woke up with high blood glucose levels because the infusion set came off during the night. The customer also received no delivery and motor error alarms after changing the infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.